Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 42 mg/dl. The cause was unknown. Customer addressed bg with (B)(6), sugar gel, and peanut butter crackers. Recommendation was made by tandem technical support to consult healthcare provider.